Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-00857.

Event description:
Edwards received notification from our affiliate in switzerland. As reported, this was an implant case of a 29mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, the balloon of the commander delivery system burst, possibly due to heavy calcification at level of stj. Despite the balloon burst, the valve was successfully implanted. When retrieving the commander delivery system it got stuck at the level of the iliac bifurcation because the proximal part of the balloon flipped over when pulling into the esheath. Therefore, surgical intervention was needed to completely remove the device from the patient. The patient outcome post procedure was good, the patient was discharged from hospital. As per pre-deco evaluation, it was found the esheath distal tip was split.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined and the following was observed: the liner was fully expanded and the distal tip was split. Scratches were observed along the hdpe. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath distal tip split was confirmed through evaluation of the returned device. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, ''despite the balloon burst, the valve was successfully implanted. When retrieving the commander delivery system got stuck at the level of the iliac bifurcation because the proximal part of the balloon flipped over when pulling into the esheath''. The balloon burst can have a larger profile and be more susceptible to catch onto the distal tip of the sheath, as it was reported. Combined with vessel tortuosity and calcification, that can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices. The burst balloon likely caught onto the sheath tip during the attempt to withdraw the delivery system through the sheath resulting in the distal tip split. As such, available information suggests that patient factors (calcification, tortuosity) and operational context (withdrawal of burst/torn balloon) may have contributed to the complaint event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.